Event description:
The customer reported that there was intermittent fault starting up the equipment. The system was intermittently not booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.